Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 068 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the black box showed one call service alarm on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly during testing. No call service alarms or any other related warnings occurred during the investigation. The product performed within specifications and product analysis was unable to duplicate the call service alarm complaint. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the motor flex and connector. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.